Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for eval. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the closure mechanism jammed. It is unk if the device was applied to tissue at the time, and if so, how it was removed. No info regarding the pt status was provided.